Event description:
It was reported that the patient had 50 seizures in one week. The patient's physician was not informed of the seizures. It was noted that system diagnostics were normal at the patient's last appointment. No other relevant information has been received to date.